Event description:
It was reported the (+) button on the programmer does not respond when it is pressed. As a result, it take the pt a while to get the stimulation amplitude to an appropriate level. A replacement programmer was sent to the pt to address the issue.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.